Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the hydrogels. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended shifting of the patch to different spots due to the skin irritation. Follow up indicated that the skin irritation improved.